Event description:
Procedure: vats. According to the reporter: on third firing, staples in distal end of sulu did not form on tissue properly. Another device was applied to correct the problem. Blood loss was reported as under 200cc. The sales rep noted the anvil was bent. The pt status was reported as ok. Tissue was resected with the add'l firing.